Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A euphora balloon was being used for post dilation. It is reported that, during inflation, the balloon burst in the artery. The balloon was left in the artery and another stent was implanted. Patient status post procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.